Manufacturer narrative:
Section b2: corrected. Section d1: corrected. Section d4: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer¿s investigation conclusion: a direct correlation between the left ventricular assist device (lvad) devices and the reported events could not be conclusively determined through this evaluation. The reported information was obtained through a literature review. The heartmate 3 device serial numbers and other specific case/patient information are not available. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists potential adverse events, including right heart failure, that may be associated with the use of the hm3 lvas. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as the same as published date since date of data collection was not provided. Article title: right ventricular contractility and pulmonary arterial coupling after less invasive left ventricular assist device implantation. Adly, g., mithoefer, o., epps, j. E., hajj, j. M., hambright, e., jackson, g. R., inampudi, c., atkins, j., griffin, j. M., carnicelli, a. P., witer, l., kilic, a., houston, b. A., vanderpool, r., & tedford, r. J. (2023). Asaio journal. Https://doi.org/10.1097/mat.0000000000002063. Division of cardiology, department of medicine, medical university of south carolina, charleston, south carolina; division of cardiothoracic surgery, medical university of south carolina, charleston, south carolina; and division of cardiovascular medicine, the ohio state university, columbus, ohio. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported through the research article ¿right ventricular contractility and pulmonary arterial coupling after less invasive left ventricular assist device implantation¿ that heartmate 3 (hm3) may be associated with right heart failure. This single-center retrospective study compared the pre-implant and post-implant right heart catheterization (rhc) results in patients implanted via either a less invasive strategy (lis), thoracotomy, or a conventional median sternotomy (cms). A total 63 hm3 and heartware patients implanted between mar2017 and nov2021 were included: 52 of these patients were implanted with hm3, 38 of which were implanted with cms and 14 implanted with lis. It was noted all patients¿ implants were performed on cardiopulmonary bypass and the surgical technique chosen at implant was at the discretion of the implanting team. Results of the post-implant rhc reported that right ventricular contractility declined significantly in the cms group (0.60 mmhg/ml to 0.40; p = 0.008) but was preserved in the lis group (0.67 mmhg/ml to 0.58; p = 0.28). Afterload declined in both groups to a similar degree; therefore, right ventricular-pulmonary arterial (rv-pa) coupling improved in the lis group but remained unchanged in the cms group. Early right ventricular failure after left ventricular assist device (lvad) implant was more frequent in the cms group: 29% of the cms group and 5% of the lis group had early right ventricular failure (p = 0.045). It was also reported that the diuretic dose was significantly lower at 3 and 6 months post-implant the in lis group.